Manufacturer narrative:
Product event summary: the 990045 guidewire of lot number 8831920 was returned and analyzed. The returned guidewire was inserted into the returned catheter and retracted without any issues. In conclusion, reported ¿tissue¿ could not be reproduced. The guidewire passed the return product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the pv tracker guidewire could not be pulled into the catheter and resistance was felt. The catheter and guidewire were retracted out of the patient, and it was found that the catheter had inverted, possibly from over rotation while in contact with the pulmonary vein. Tissue was present in the nose of the catheter, obstructing movement of the wire. The wire was forcefully advanced, dislodging the tissue. The wire was then removed, the lumen of the catheter was flushed, the inversion was corrected by manual manipulation, and a new wire was inserted into the lumen. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.